Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that fluid leaked from the connection site of the bonded maxzero on the tri-fuse extension and a syringe. There was no patient harm.

Event description:
The customer reported that fluid leaked from the connection site of the bonded maxzero on the tri-fuse extension and a syringe. There was no patient harm.

Event description:
The customer reported that fluid leaked from the connection site of the bonded maxzero on the tri-fuse extension and a syringe. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a leak at the connection site from the maxzero to a syringe was confirmed. Functional testing was performed and a leak was observed at the connection of the maxzero connector (on the tubing line with the red slide clamp) to the mating syringe. Further inspection under magnification showed a microchannel on the interior wall of the leaking maxzero connector. The root cause of the microchannel that creates a fluid path is a manufacturing issue.